Event description:
It was reported that during a thoracoscopic esophagectomy, it was loose when the cartridge was loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. One psee60a and one gst60b will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: u5ed5x. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The returned reload was placed and removed with no issues noted. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.